Event description:
The external pulse generator was returned because it had been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) lens was broken. Analysis also found that the upper case, two side bail covers and the battery drawer were broken, the battery release contaminated, the battery contacts compressed, the ring bent and that the lcd was missing segments. (B)(4).

Event description:
The external pulse generator was returned because it had been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.